Manufacturer narrative:
Conclusion: complaint is confirmed for luer cap with pinhole causing a leak during priming. An analysis of the photo provided by the client found a deformity at the tip on the returned small white luer cap; there is a potential this was caused by supplier process failure. After evaluation this complaint was determined to be a supplier-related issue. Medtronic has notified the supplier and corrective actions will be implemented thru nonconformance pr #549114. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from 05-aug-2021 to 05-nov-2021 for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file pfmeca document fmea0002-06 rev. Ac indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure (sop297). This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this custom tubing pack the customer noticed that the white luer plug caps on the circuit were leaking. The customer stated that the caps were supposed to be sealed. The customer examined the cap and they observed a defect in the tip. The caps were replaced with other sealed caps for the procedure. There was no patient involvement so no adverse effects occurred. Additional information confirms that customer had seen leak occur with multiple packs, all the cap leaks were observed during priming and the caps replaced. The customer did not report how many packs or lot numbers for the affected packs. No air was reported in the tubing after replacement and priming. The customer did not report any of the previous occurrences. The other leaks were anecdotal and they did not have dates or any other lot information to provide.